Manufacturer narrative:
Technician found that the head of bed would not raise. Replaced the head hi low valve solenoid to resolve this issue.

Event description:
Information received that the head of bed would not raise. No injury reported.